Event description:
It was reported that the insulin pump had an absence of low reservoir alarm. The blood glucose reading was unknown. The customer stated that this issue occurred with 2 insulin pumps, so she was not sure whether the issue was with the product or with her use. Upon review, it was found that the customer did receive low reservoir alerts and observed a circle on the insulin pump; however, the customer requested to know why she did not receive an alarm of empty reservoir after using the last drop of insulin. She stated that the alarm did not go off when the reservoir was empty. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.